Event description:
The patient completed an evaluation for advanced therapy evaluation. He was approved for lvad with consideration for heart transplant once he is able to complete the workup. He underwent sternal-sparing heartware hvad. His post implant course now complicated by ugib felt to be caused by severe esophagitis, friable duodenal tissue. He continues to have issues with gib most likely from esophagitis. He has required numerous blood products. He had a decompensation with elevated lactate and oliguric aki, likely due to ongoing gi bleeding. Then required intubation for altered mental status and vasopressor support. Crrt was initiated then stopped 2 days later for trial of renal recovery. He was extubated but had developed a fever the night before which blossomed into likely septic shock requiring high dose vasopressor support. The patient was alert and oriented after extubation and in consultation with his family opted to move to comfort care.